Event description:
It was reported that a revision surgery was made because the suture pulled out of the anchor from a previous repair.

Manufacturer narrative:
The reported magnum 2 device, use in treatment, was not returned for evaluation. A relationship between the device and reported incident cannot be established as the product was not returned. From information provided, reported that a revision surgery was made because the suture pulled out of the anchor from a previous repair. A customer complaint cannot be verified due to the product was not returned for evaluation. Root cause is unable to determined; however the most possible cause may be due to use of other sutures; or incomplete insertion of the anchor on the previous repair. Since no clinical supporting documents were provided to conduct a thorough analysis of the reported issue, a medical assessment cannot be rendered. The impact to patient cannot be concluded.